Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the vio integrated electrosurgical generator unit (iesu) to perform failure analysis (fa). Fa was able to reproduce the reported complaint via system and reproduce the issue during in-house testing. Upon visual inspection there were no issues found that would be related to the reported event. The iesu was tested using a well-known system and upon powering on the unit, error c-34 occurred. The probable cause of error c-34 is attributed to a faulty electrical component inside the iesu. This error indicates a lower voltage than expected during energy activation.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted distal gastrectomy surgical procedure, the customer reported an error c-34 that occurred when the surgeon pressed the activation pedal. The intuitive surgical, inc. (Isi) technical support engineer (tse) explained the meaning of the error and advised to reboot the vio dv integrated electrosurgical generator unit (iesu), but this did not resolve the issue. The tse then recommended using a backup external generator for the surgery and provided guidance on how to use it, which the site accepted and prepared for. Later, the field service engineer (fse) indicated that the site elected to convert the system due to some errors that occurred after a power cycle. The logs indicated a wiggle test error and homing error at the universal surgical manipulator (usm) arm 1 and the right master tool manipulator (mtm) 2. The tse explained the meaning of these errors. The procedure was converted with no report of patient injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the reported complaint and replaced the vio integrated electrosurgical generator unit (iesu). The system was tested and verified as ready for use. As of the date of this report, the iesu has not yet been received by intuitive surgical, inc. (Isi) for evaluation.